Manufacturer narrative:
Updated data: b.5 - description of the event - additional information was received that the bleeding began during the middle of the valve implant procedure. It is unknown if the dislodgement of the first valve contributed to the patient death. An autopsy was not performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was not returned to medtronic for analysis and no fluoroscopic pictures or angiogram pictures were returned for review. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. As reported during the implant of the transcatheter bioprosthetic valve, as the dcs was withdrawn, the nose cone caught on the valve which caused the valve to dislodge. Dislodgement of the valve by the distal tip is likely related to operator technique or experience; the evolut pro+ instructions for use (IFU), instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Given the limited information, the root cause of the dislodgement event cannot be conclusively confirmed and a relationship to the dcs could not be established. A second valve was subsequently implanted. As reported bleeding occurred, but the source of the bleeding was not determined, and consent for conversion to an open procedure was not obtained. The patient subsequently died. An autopsy was not performed. Cardiovascular injuries, such as bleeding, and patient death are a known potential adverse patient effect per the evolut pro plus system IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and / or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complications and patient death could not be determined and the relationship to the dcs could not be established. The first valve remained implanted. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, and in this case it was reported that during removal of the dcs, the nose cone of the dcs caught on this valve. Dislodge events are typically not related to a device malfunction. The second valve also remained implanted. A review of the DHR for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure-related or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve (pav) is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. There was no information to suggest device malfunction, misuse or a failure to meet manufacturing specifications were related to these events. Updated data: d8, g1, h6 annex e, annex f method, result, conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-29us, serial #: (B)(4), ubd: 13-mar-2022, UDI#: (B)(4); product ID: evproplus-29us, serial #: (B)(4), ubd: 20-mar-2022, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valves were not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was being withdrawn, the nose cone caught on the valve, causing the valve to dislodge. A second valve was subsequently implanted. It was reported that bleeding occurred, but the source of the bleeding was not determined, and consent for conversion to an open procedure was not obtained. The patient subsequently died. It is unknown whether an autopsy was performed.